Event description:
Patient reported obtaining back-to-back blood glucose results, of hi and 182 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: strip lot 300407 with expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the aviva strip.